Event description:
The customer reported that he was treated by the paramedics for low blood glucose levels. The customer stated that his blood glucose levels dropped because, he gave himself a bolus of 16.9 units, which was too much for what he ate. The customer is new to insulin pump therapy and does not have a doctor or trainer at this time, as he just moved. The territory mgr was informed that the customer might need additional training. Nothing further was reported.

Manufacturer narrative:
Currently is it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.